Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out ¿ unable to reach calibration temperature). During functional verification it was determined that the device had a failed mixing pump. They requested quote for 2000-hour service. Per sample evaluation results on 29aug2024, it was reported that the neutral connection between the ac mains voltage circuit card and the power inlet module shows signs of electrical overstress. Tank seals lifted and low flow readings post repair functional testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out ¿ unable to reach calibration temperature). During functional verification it was determined that the device had a failed mixing pump. They requested quote for 2000-hour service. Per sample evaluation results on 29aug2024, it was reported that the neutral connection between the ac mains voltage circuit card and the power inlet module shows signs of electrical overstress. Tank seals lifted and low flow readings post repair functional testing.